Event description:
Pt reported that sometime during the week in 01/2004 the device delivered extra insulin boluses of .5 for five days in a row. During this time, the pt experienced low blood glucose levels. No treatment was received as a result of these events. Pt switched to back-up device.